Manufacturer narrative:
Additional information: the device was safely removed from the patient and there was no vessel damage. There was no damage noted to the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the fortrex balloon, removal difficulties occurred, specifically difficulty removing the balloon following balloon inflation. The operator was unable to pull back the balloon from the sheath after inflation and had to pull out the whole system to retrieve the balloon. The device was prepped per the instructions for use with no issues identified, and no resistance was encountered when advancing the device. No excessive force was used, and embolic protection was not utilized. The device did not pass through a previously-deployed stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis image 1 appears to show the distal tip of a device in a sheath. Image 2 appears to show the shaft of a fortrex device. There is no balloon attached to the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.